Manufacturer narrative:
The associated device was not returned to be evaluated. A review of the complaint history shows no prior complaints for this part number. A review of the manufacturing records revealed discrepancies during the manufacturing process; however, per procedure the remainder of the order was 100% inspected. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision was performed due to patient unable to bend knee effectively.